Event description:
A pt's fallopian tubes were occluded by the application of fallopian tube clips in january, 1999. Following the procedure, the pt complained of various medical problems, resulting in add'l surgical procedurs being performed over a period of time. Receipt of product problem report was by legal documentation.